Manufacturer narrative:
The device intended to be used in treatment, has not been returned and evaluated, but a photo and other information has been reviewed, establishing a relationship with the reported event. The photo confirms, the silicone adhesive remained on the carrier. The probable root causes, are storage temp, and or component failure. The complaint history file contains further instances of the reported events. The manufacturing records show no evidence, that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the carrier of the pico 7 dressing was removed, much of the silicone adhesive did not remain on the dressing and removed with the carrier from the dressing, so it could not be used for treatment. A backup was available. No information about delay. The sample will be returned for investigation.